Manufacturer narrative:
The insulin pump was received with a compromised force sensor system error alarm during the basic occlusion test and was unable to prime at 4.0 lbs during prime/compromised force sensor system test due to a loose/protruded drive support disk. The unit had a minor scratched lcd window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
The customer's father called in to report a prime rewind anomaly and that insulin was squirting out during manual prime. The customer's blood glucose level was 270 mg/dl. The caller was unable to complete troubleshooting due to the insulin. The customer's device was replaced and returned for analysis.